Manufacturer narrative:
Although requested, section a was not provided. The customer¿s report of an overinfusion of ceftriaxone was not confirmed. Physical inspection showed no anomalies. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The starting/ending volume of the fluid containers cannot be determined through device logs. The disposable sets were not returned for investigation. The root cause of the customer¿s report of an overinfusion of ceftriaxone was not identified.

Event description:
It was reported at 16:21 the nurse programmed ceftriaxone 2grams to infuse over 30 minutes, however, at 16:28, the infusion completed. The nurse verified the pump programming and found them to be correct while stating that there were 23 minutes remaining administering time. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported at 16:21 the nurse programmed ceftriaxone 2grams to infuse over 30 minutes, however, at 16:28, the infusion completed. The nurse verified the pump programming and found them to be correct while stating that there were 23 minutes remaining administering time. The customer later stated that there were no adverse effects caused to the patient from the event.